Event description:
The nurse grabbed a saline flush out of the storage container and noted that the syringe was cloudy. The lot number was written down. Looked through all the other saline syringes present and no other cloudiness was noted.